Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant request form was received for the patient's right proximal tibial replacement. Noted on the form: chondrosarcoma tibia. Stanmore custom diaphyseal replacement with smiles knee. Now loose distally. Revision proximal tibial replacement (custom diaphyseal replacement in situ) required to articulate with smiles knee in situ.

Manufacturer narrative:
Reported event: an event regarding loosening involving patient specific, proximal tibial, tibial stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for diaphyseal tibial replacement which was inserted on (B)(6) 2021. The surgeon reported loosening of the distal part of the tibial stem. The CT image provided shows massive radiolucent lines along the distal tibial stem mainly between the cement mantle and bone. The bone has undergone remodelling and resorption, especially near the resection level. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding loosening. Pin (B)(4). There have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant request form was received for the patient's right proximal tibial replacement. Noted on the form: chondrosarcoma tibia. Stanmore custom diaphyseal replacement with smiles knee. Now loose distally. Revision proximal tibial replacement (custom diaphyseal replacement in situ) required to articulate with smiles knee in situ.